Manufacturer narrative:
It was reported that water was spilled into the ventilator by the user. Our field service engineer investigated the ventilator onsite at the hospital. The pneumatic back plane, expiratory channel and the pressure sensor printed circuit board (pcb) had visible water damage. Affected pcb¿s were replaced and after the replacement, the device passes all test without issues. The replaced pcb¿s will not be further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The failure indicates that the operation have been outside prescribed environmental conditions.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator contaminated with water. There was no patient harm. Manufacturer ref.#: (B)(4).